Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). Device history record review was performed on the part # 338.260, lot # 9028144. Manufacturing location: (B)(4), manufacturing date: 19-sep-2014. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. Upon visual inspection of the complaint device it can be seen that on the proximal end of the device (tip) there are some worn places and some cracks (damage) visible, also some pieces of the tip are missing, this thus confirming the complaint description. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during operation an application error may have taken place, and/or that wear and tear from often use and/or that mechanical overload situation, as excessive force through hammer blows, led to this damage. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the relevant technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plastic impactor tip for dynamic hip and condylar screw system (dhs/dcs) one step technique has worn and been damaged through multiple use. Tip needs replacing. No adverse event was reported and there was no delay to procedure as a result of this issue. Patient outcome is standard. Alternative part was used to complete the procedure. During manufacturer investigation process it was identified that the proximal end of the returned tip for dhs®/dcs® impactor has some worn places and some cracks (damage) visible, also some pieces of the tip are missing. This condition was re-evaluated and determined to be reportable on february 1, 2017. This is report 1 of 1 for (B)(4).